Manufacturer narrative:
A complete lead was received in one piece with the helix retracted and visually clogged with blood/tissue. The helix was able to fully extend and retract, without cleaning. Visual inspection of the lead did not indicate any anomalies. The complaint of blood/tissue in the helix was confirmed.

Event description:
During an implantation procedure, several attempts were made to place the right atrial (ra) lead, however the lead did could not be successfully placed. The helix was able to function normally after removing the lead, however the physician decided to replace the lead. The new lead was successfully implanted, and the patient was stable with no consequences.